Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician experienced placement difficulty noting that the helix appeared to be bent and would not retract. The right ventricular (rv) lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.